Event description:
Actiflo rectal tube was placed to decompress gut. Patient experienced a rectal perforation likely caused by the rectal tube per md. The patient has since transferred out and had a medical consult. Prior to transferring, the patient was medically managed for the perforation. The patient had a history of sbo (small bowel obstruction) and other gi factors that may have played a part in this event.